Event description:
It was further reported that the device was used for pre-dilatation and it was inflated by a non-bsc inflation device for 120 seconds. The ratio of the contrast to saline used was 1:1 using a non-bsc contrast media. The device was removed intact.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl otw balloon catheter with a sterling sl shelf box and pouch. The batch number on the packaging and the device matched the reported batch. There was blood and contrast in the inflation lumen. The catheter was inspected tactilely and under magnification; shaft buckling/twisting was found 63.5cm from the strain relief (1.5cm long) and there was a shaft kink 66.5cm from the strain relief. No other damage or irregularities were noted. Microscopic examination of the balloon did not reveal any tears or damage. The device was soaked in a warm water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The device was deflated within 6 seconds; which meets the requirement in sterling sl product specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issues occurred. The target lesion was located in the tibial artery. A 3.0mm x150mm x150cm sterling sl balloon catheter was advanced for dilatation. However, it was noted that the balloon could not fully inflate at 14 atmospheres and the balloon took a long time to be deflated. The device was removed outside the patient's body and the physician then flushed the device and tried to inflate the balloon, but still it failed to fully inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).